Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of the DHR found that lot met all release criteria. A review of complaint history identified 4 similar complaints. Investigation summary: in response to your complaint, we tested retained devices from the reported lot with negative standard. In our quality control laboratory, all the retained devices tested yielded valid and accurate negative results at the fifteen (15) minute result read time. The information you provided has been documented and will continue to be monitored for future trends. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive sars results; 2 - 3 tests a week. Unknown if the result was confirmed. Confirmation method(s) not provided.